Event description:
Note: this report pertains to one of two complaints that occurred to the same patient. Refer to manufacturer report # 3005099803-2010-02912 for the other associated device information. It was reported to boston scientific corporation that a wallflex enteral duodenal stent was involved during a stent placement procedure performed on (B)(6), 2010. According to the complainant, on (B)(6), 2010, a wallflex stent ( refer to manufacturer report #3005099803-2010-02912) was placed to treat a malignant 3cm stricture in the horizontal part of the duodenum. On (B)(6), 2010 it was noted that the stent had ingrowth at its distal end. On (B)(6), 2010, a second wallflex (subject of this complaint) was attempted to be placed as a stent in stent procedure. After the delivery system was advanced to the lesion, the handle was retracted to deploy the stent, but severe resistance was felt and the distal handle broke. The device was removed from the scope. The stent was not able to be released outside the patient. The procedure was completed with another wallflex stent, and 2 stents remain implanted in this patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Event description:
Note: this report pertains to one of two complaints that occurred to the same patient. Refer to manufacturer report # 3005099803-2010-02912 for the other associated device information. It was reported to boston scientific corporation that a wallflex enteral duodenal stent was involved during a stent placement procedure performed on (B)(6) 2010. According to the complainant, on (B)(6) 2010, a wallflex stent (refer to manufacturer report #3005099803-2010-02912) was placed to treat a malignant 3cm stricture in the horizontal part of the duodenum. On (B)(6) 2010 it was noted that the stent had ingrowth at its distal end. On (B)(6) 2010, a second wallflex (subject of this complaint) was attempted to be placed as a stent in stent procedure. After the delivery system was advanced to the lesion, the handle was retracted to deploy the stent, but severe resistance was felt and the distal handle broke. The device was removed from the scope. The stent was not able to be released outside the patient. The procedure was completed with another wallflex stent, and 2 stents remain implanted in this patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 15 mm. The clear outer sheath of the stent was kinked in several locations. The distal handle was detached from the outer sheath and 3mm of the outer sheath was accordioned, starting at 139 mm distal to the distal handle. During analysis, it was not possible to retract the outer sheath by hand, therefore the sheath was dissected and the stent and inner lumen were removed from the sheath. No issues were noted with the profile of the stent or the inner lumen. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A labeling review was performed and no deviation was found.

Manufacturer narrative:
Unknown; however patient (B)(6). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.